Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. A device history record review could not be performed as the meter serial number was invalid.

Event description:
On (B)(6) 2026, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra mini meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2026. The patient reported having low blood glucose symptoms described as ¿lips started to become numb and sleepiness¿ and received blood glucose readings of ¿158 and 387 mg/dl¿ with the subject meter. The patient stated that her husband contacted emergency medical services (ems) and when they arrived, they measured her blood glucose on the ems meter, and the reading was ¿34 mg/dl¿. The patient reported that the paramedics treated her with glucose intravenously then later her husband gave her a glass of juice and some bread and jam. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that the correct testing process was being followed. The cca confirmed that the test strip vial was intact. The cca noted that the patient did not have control solution available to perform a quality control test. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged issue began. The subject meter could not be ruled out as a cause or contributor to the event.